Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the event on (B)(6) 2022. On (B)(6) 2022, the cgm reading was 72 mg/dl and shortly after the patient experienced seizures. The patient´s parent reported that the cgm was showing low on his follower up at the time of the event. Prior to having a seizure, the patient did not experience any symptoms and was not able to take blood glucose reading. The patient´s boyfriend was with the patient at the time of the event and called an ambulance. The patient was taken to the hospital and was treated there with IV glucose for the hypoglycemia. The patient recovered and was discharged (no information about the exact discharge date). At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.